Event description:
The patient was suspected to have a premature right ventricular lead fracture as documented by lead impedances >2500 ohms. It was first noted that the patient had intermittent oversensing not reproducible during routine ICD visits. The oversensing led to inappropriate shocks. The patient was scheduled for a lead revision, which failed to identify either a lead problem or device problem. The pt continued to receive shocks and the lead impedance consistantly remained >2500 ohms. The second procedure led to the removal of the whole system and was sent to medtronic headquarters for evaluation. Since the new system was implanted the patient is doing well. Device extracted model c154dwk, lead model 6949.